Event description:
It was reported that during a stent assisted coil embolization procedure, the stent inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke. The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils (subject device) protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.

Manufacturer narrative:
The device is not available; therefore, physical analysis cannot be performed. Additional information confirmed that no anomalies were noted during preparation of the coil. The direction for use (dfu) warns that movement of the gdc may indicate the coil could migrate once it is detached. Verify under fluoroscopy prior to detachment to ensure that the coil mass is not protruding into the parent vessel. Based on the information available, there is no indication that the physician did not follow dfu instructions. The coil migration occurred due to the interaction of one coil with another a factor associated with the procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization procedure, the stent inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke. The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils (subject device) protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.